Event description:
It was reported that when a patient presented in clinic for routine follow-up, high pacing impedance and capture threshold were observed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).